Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down, unit alarms not functional and leaking sieve. The key failure is the sieve bed is leaking, which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the (B)(4) as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this FDA report.